Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive keypad after a bolus delivery. The customer's blood glucose was 342 mg/dl. She stated that the insulin pump alarmed button error shortly thereafter. The caller did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.